Manufacturer narrative:
H.6. Investigation: one (1) photo was provided by the customer for investigation. The photo shows a syringe in the bottom web of the blister pack next to the top web of two (2) blister packs. Based on the photo it appears that the blister pack was not sealed properly. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, a machine malfunction resulted in the packages not sealing properly. Bd acknowledges that the photo provided by the customer appears to show blister packs which were not sealed properly. However, these occurrences would not exceed the acceptable quality level for the batch, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that an unspecified number of syringe 60ml catheter tip brazil experienced a damaged or open unit package where the seal/sterility of the product was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: at the perform of the process of separation to send the descartable 60 ml syringe we identify that 4 units of the lot 8303751 are unsticking the package, are not sealed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 60ml catheter tip brazil experienced a damaged or open unit package where the seal/sterility of the product was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: at the perform of the process of separation to send the descartable 60 ml syringe we identify that 4 units of the lot 8303751 are unsticking the package, are not sealed.